Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154vwc implantable cardioverter defibrillator - implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had fractured in 2012 after the patient sustained a fall. Then because of oversensing and inappropriate shocks that occurred, the device has been turned off since that time. The patient has now developed a persistent rash since (B)(6) 2013. The physician feels it could be related to the lead fracture and whatever the patient could be exposed to by that, such as material components. Therefore the physician wants to have an allergy test completed. The device and lead remain in the patient, however it was noted that the device will likely be removed at some point. No patient complications have been reported as a result of this event.